Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead had high elevated sensing integrity counter (sic). Possible reasons for elevated count was discussed and a thorough evaluation at next clinic evaluation was recommended. The caller also complained that the remote monitoring website had long delays and navigating from page to page was difficult. The lead and the network remain in use. No patient complications have been reported as a result of this event.